Event description:
Country of complaint: (B)(6). Incident: the stated the following: "it been happening quite commonly, the same reference of suture, comes with a bigger size of the needle than the usual."